Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed no anomaly with the event-related items below. There were no scratches or tears in the balloon at the time of shipping. The instruction manual contains the following descriptions: balloons are easily broken. Do not poke the balloon by using a sharp object, and please handle it with great care.

Manufacturer narrative:
This is the second of three associated medwatch reports filed for this event. Three failed devices were used in the event. Due diligence is executed for this event. Supplemental report(s) will be filed if any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. A visual inspection was performed for the device. Tears were observed on the device to which was attributed the leak. The user¿s complaint was confirmed. The device was not tested with the scope due to this damage. The likely cause for the tears is user handling.

Event description:
As reported for this event, during set up a leak was observed in the device and could not be used. Two other devices had been used in the event, one before and one after and a leak was observed in both those devices also. There is no patient involvement as this was prior to the procedure.